Event description:
It was reported that there was a power on reset (por) condition. The patient went to increase amplitude to 6v and did not feel a response of increase stimulation as expected. It was noted that the battery was half full. The patient went to charge his implantable neurostimulator (ins) last night and he could not make a connection and saw the por screen. The implantable neurostimulator recharger (insr) screen went blank. A por screen was seen on the recharger and patient programmer (pp). This morning he told his manufacturing representative (rep) about it. The por was cleared and now he did not see a por screen, and saw a reposition antenna screen. The patient could change his settings on his pp but he did not feel any different, and this started last night. He was able to connect with his pp but when he changed parameters ¿I don¿t feel different.¿ nothing unusual happened, no new equipment outside or inside his home, no fall or trauma, no medical procedure was done. Then the patient felt a massive jolt on bilateral legs on the day of the report followed by a loss of stimulation. The pp showed his stimulation wa son, but not feeling any stimulation. The patient continued to see the por message. A rep interrogated with her clinician programmer (cp), and a por 0x400 occurred. After clearing the por message, impedance checked showed ¿xxx¿ on the electrode impedance. Stimulation was on but the patient was not feeling any stimulation. A short physician mode recharge (pmr) was performed. When the rep interrogated with the cp, stimulation now showed off and there were no further message. Electrode impedance was performed at 0.7v and impedance range was 2000 ohms. After reprogramming, the patient was feeling comfortable stimulation and appropriate coverage. It was noted that the patient had stayed in the upright position at least 5 or 10 minutes, while they talked, before getting up to leave. However, while the patient was on the way home in the car he had bilateral jolting pain down both legs. It was noted that he was not driving. They had to pull the car over and get the pp to turn it off, which resolved the issue. The patient was now afraid to turn stimulation back on. The patient had not had any issues with stimulation or positional changes since implant. He was (B)(6) and used a walker and did not use the pp at all. His mobile amplitudes were less than his upright amplitudes. He only had one group programmed with three programs. A1: upright 3.5 and mobile 1.2; a2: upright 4.1 and mobile 2.35; a3: upright 4.5 and mobile 3.65. Rates were at 40 and pw 300. A1 was using 3+ 4- 9+ 10- 14+ 15-; a2 was 14+ and 15-; a3, which was usually at 0v was 11- 12- 13+. The patient planned to see the rep again. The rep did not see any adaptive stim (as) voltages that were way out there or that would likely cause a shocking sensation if an unexpected as transition occurred. The biggest transition would have been from lying to upright, which might have happened in the car if the posture calibration was off. The as changes seemed an unlikely culprit of the shocking complaint. The biggest differences were only about 2 volts, and the patient must have had experienced lying to upright transitions hundreds of times in the past without issue. It was later determined that the patient had been riding in the car for at least 30 minutes before being shocked. He had a seat belt on the entire time and was dosing off the in car. There could not have been much body movement during that time. He did not change the position of the seat. He felt an extreme overstimulation sensation in his pain coverage pattern that was so strong that his lower body was paralyzed until the stimulation was finally turned off. It was noted that he had turned himself off with the pp. He was at 4.5v when he turned it off, which was the upper limit of a3 in upright. It was also noted that he saw waves of white clouds like smoke when this happened. The patient¿s settings: positions: a1, a2, a3 upright 3.05 4.10 4.50 mobile 1.20 2.35 3.65 lying b .95 2.50 3.20 lying f .95 2.15 3.65 lying r .80 2.15 3.45 lying l .70 2.20 3.30 electrode impedances in the cp report also seemed fairly consistent and normal. However, the cp only showed impedances for the electrode-0 reference, so many of the electrode impedances were not displayed. Nevertheless, all pairs were at least in the 50 to 10,000 ohm range; no obvious opens or shorts at the time of the measurement. On (B)(6), the patient went to the doctor¿s office. The patient had not turned on stimulation since the shocking in his legs and back. The device was interrogated and the parameters were as expected and no messages were seen on the cp. Impedances were done at 0.7v and none were out of range. The patient was requested the entire system to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly as the device had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer&#38112;representative reported that the confirmed that the patient experienced shocking which resulted in them not using the therapy. The patient's implantable neurostimulator (ins) was explanted. It was reported that the patient had no injury and their status following the device being removed was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger. (B)(4).